Event description:
During an svt ablation procedure (avnrt), it was noticed that the catheter was not deflecting as expected. The catheter was replaced to complete the procedure and there were no adverse consequences to the patient. It was noted that the device used in the procedure and inserted into the patient was expired.